Event description:
Attempted to allow fluid to drain from balloon of catheter, but none came out, so a syringe was used to withdraw the 5 cc, then gently tugged on the catheter to remove it from the penis. Met resistance so sought assistance from another nurse who also met resistance when trying to remove the catheter. After about 40 minutes, was able to successfully remove the catheter with minimal resistance. At the bottom of the catheter is a small ridge that seems to have been causing the problem.